Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.